Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the damaged leaflet requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to 1. One day post procedure, the mr increased to 2.5. The anterior mitral leaflet (aml) was noted to be ruptured medial and lateral to the implanted clip. The clip was confirmed to be stable on both leaflets. A second procedure was performed on (B)(6) 2020. Two clips were implanted medial and lateral to the first clip, reducing mr from 4 to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of mitral regurgitation (mr) and tissue damage are listed in the mitraclip system instructions for use (IFU), and are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported tissue damage could not be determined. The reported mr was a cascading event of the reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.